Manufacturer narrative:
(B)(4). Concomitant products: guide wire: xt-r, grandslam; guide cath: launcher ebu3.5. (B)(4) - excessive force. Evaluation summary: the stent delivery system (sds) was returned for analysis and shaft separation was confirmed. Failure to advance could not be replicated in a testing environment as it is based on operational circumstances. Based on a visual and dimensional analysis, inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a concentric, heavily tortuous, heavily calcified, and 99% stenosed mid and proximal left anterior descending artery. A 3.0 x 23 mm xience xpedition stent delivery catheter could not cross the lesion and force was applied causing the hypotube to separate. A new 3.0 x 18 mm xience xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.